Event description:
Ous MDR - after an implantation time of 37 months, it was reported that the patient had received inappropriate shock deliveries. An insulation defect of the lead is suspected. No deterioration in the patient's state of health was reported. The lead and ICD were explanted.

Manufacturer narrative:
Ous MDR.